Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) levels rose to 500 mg/dl while wearing the pod on the arm for between 5 and 24 hours. The patient felt nauseous and was sweating. The patient's colleague called emergency services and the patient was transported to the emergency room (ER) (B)(6) by ambulance. The patient was seen by dr. (B)(6) and received insulin injections for treatment. The pod remained in place during the visit. The patient was released after approximately 4 hours and was given 3 pods from the hospital. A new pod was applied when the patient arrived home. A new pod was successfully activated. The pod was discarded by the patient.